Event description:
The customer reported being hospitalized for hypoglycemia, with a blood glucose reading of 45 mg/dl. The customer stated that his insulin pump settings were incorrect, and his healthcare professional had to make changes. The customer reported experiencing difficulty breathing and cold sweats prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.